Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead threshold and impedance had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.